Event description:
Healthcare professional reported right side rupture, "hole, non-specific", and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/apr/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, broken. Assessed, as surgical impact opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. Additional observations: observed, stress marks assessed, as non penetrating nick. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, right side rupture. "Hole, non-specific". And capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture, "hole, non-specific", and capsular contracture, baker grade iii. The device has been explanted and replaced.